Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, lens has been displaced.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, the lens capsule became dislodged. Surgery to remove the capsule and lens was performed. Then a silicone lens was attached to the sclera.